Manufacturer narrative:
Additional devices for this complaints: serial # : (B)(4) catalog # : 1650 exp. Date: 03/30/2017 mfg. Date: 03/30/2016. (B)(4). Returned date: 11/08/2016. UDI number: (B)(4). Serial #: (B)(4) catalog #: 1650 exp. Date: 04/30/2017 mfg. Date: 04/30/2016. (B)(4). Returned date: 11/08/2016. UDI number: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported that this patient experienced two "critical battery" alarms and power switching with two fully charged batteries. This was accompanied by an audible alarm, that the patient reported was not a "critical battery" alarm. Preliminary log file analysis performed by the site revealed two "critical battery" alarms on (B)(6) 2016 during the time of the reported event. Visual inspection of the controller did not reveal any damage. The site removed the controller and two batteries from service. The patient tolerated the exchange without issue. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One controller (B)(4) and two batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several premature power switching events involving batteries (B)(4). The manufacturer has opened an internal investigation for communication errors. The controller log files also revealed four critical battery alarms involving batteries (B)(4). Analysis of the batteries revealed that the device passed visual examination and functional testing. The reported event could not be confirmed during testing. The most likely root cause of the reported event can be attributed to a communication errors between the controller and batteries. Analysis of the controller also revealed that device failed visual inspection due to a loose power port one (ps1) connector with a displaced o-ring gasket and a loose power port 2 (ps2) connector with a displaced o-ring gasket. The manufacturer and supplier have opened an internal investigation for controller lose power connectors. Further analysis revealed that the power port locknut was found loose internally. As received, controller (B)(4) did not have the software maintenance release (smr) update installed. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. (B)(4).